Manufacturer narrative:
Upon completion of the investigation, additional information will be provided in a supplemental report. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that there was a case where a glenopshere disassociated. The patient needed to undergo another surgery to replace the glenosphere.

Event description:
It was reported that there was a case where a glenopshere disassociated. The patient needed to undergo another surgery to replace the glenosphere.

Manufacturer narrative:
The reported event could be confirmed since the x-ray provided matches the alleged failure. Indeed, the provided x-ray taken prior the revision surgery showed that the glenoid sphere was disassembled from the baseplate, was completely out of the baseplate. From another side, the device inspection revealed the following: -visually, the safety screw was received loose in the glenoid sphere, the hexagonal safety screw footprint was found not damage and the polished surface of the sphere was found well scratched (probably due to the frictions of the sphere with other components after its disassembly from the baseplate and during its extracting). -functionally, the sphere could correctly impact and fully tighten into the baseplate-gauge without issue to report. The returned device was fully functional. Since the functional inspection worked, a dimensional inspection was not considered necessary. The link with the device seems highly improbable. Since x-rays were provided, the opinion of a medical expert was sought and stated as following: "there are no factors in the positioning of the implant in relation to the bone that raise concerns. The baseplate and humeral component are well placed. With the lack of an early postoperative x-ray from the primary surgery, no comments can be made on the initial positioning of the glenosphere in relation to the baseplate (...)". A traumatic event could be also at the origin of the event. Unfortunately, as no immediate post-operative x-ray related to the primary surgery of the (B)(6) 2021 was provided, there was no possibility to check the sphere /baseplate positioning and the central safety screw tightening on the baseplate. More detailed information about the complaint event must be available in order to determine the exact root cause of the complaint event. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If more information is provided, the case will be reassessed.